Manufacturer narrative:
We have received the device for evaluation and we were able to confirm the reported defect. The balloon was non-concentric when the balloon was inflated with 0.75 ml saline. When we attempted to deflate the balloon, it failed to do so since one side of the balloon was covering the inflation holes and prevented the balloon from deflating. Our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. Each of the balloons are inflated with air using a syringe and then inspected to ensure the balloons open concentrically. Also, the balloons are tested to ensure the balloons deflate upon pulling the plunger of the syringe. However, it is possible that during manufacturing, the balloon in this catheter was poorly assembled which led to non-concentric inflation of the balloon. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. We therefore believe this is an isolated incident the issue was detected during pre-use check. Procedure was completed using a new lematire embolectomy catheter.

Event description:
During pre-use check, the physician injected 0.75 ml of saline to inflate the balloon. However, the balloon did not inflate symmetrically.